Event description:
It was reported that the as the herculink elite was advancing through the non-abbott tuouhy, which was confirmed to be fully open, slight resistance was felt and the stent dislodged from the balloon onto the shaft of the device. A new herculink elite was used successfully without any issues. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was unable to be confirmed however the stent was noted to be moved proximally on the balloon which is likely what was perceived as the dislodgement. The difficulties with the rhv could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.